Event description:
A doctor alleged that five patients experienced the debonding of crowns within a week after placement with optibond solo plus and nx3. This is the third of five reports.

Manufacturer narrative:
After the crown failed, the doctor felt there was not enough tooth structure, so he prepared a site, did a core build-up, and placed a temporary. The doctor placed a pfm crown, but did not mention what product he used to place it. To date, the patient is doing fine. The products used in these incidents were not returned and no lot number was provided; therefore, no evaluations can be conducted.